Event description:
During the procedure when attempting to secure the plate with the screw, two drivers were used . Both became deformed, and for one driver, the tip broke off in the screw. The tip of the driver was not able to be removed from the implanted screw and remains in the patient. This report is related to report number 3025141-2022-00069 which is on the second driver, report number 3025141-2022-00070 which is on the screw involved in this event, and report number 3025141-2022-00071 which is on the plate involved in this event. This report is on the driver with the broken tip.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The 80-0759 "t8 stick fit hexalobe driver" batch number 530862 was received for evaluation. No information regarding the screw or plate involved in this event was provided. The reported event suggests the plate is an acu-loc 2 vdr proximal plate and the returned driver is meant to be used with 2.3 mm screws. As not all the relevant components were returned, this evaluation cannot be definitively conclusive. The returned part was examined with magnification. Brown discoloration and staining on surfaces toward driver end and near markings. Twisting warpage of hexalobe drive feature . Fracture plane on batch/lot 530862 driver; this fracture plane appeared largely flat and is perpendicular to the axis of the driver. Its surface had light bumpy texturing rippling out from a central point with no ductility or necking. Notes on key feature measurements include overall length of batch/lot 530862 driver to determine length of missing piece; 80-0759 has nominal overall length of 3.380 inches per print. Overall length of returned part is 3.340 inches. This indicated the missing portion to be approximately 0.040 inches in length. The twisting warpage of the hexalobe drive feature along with the flat, textured fracture plane on one driver could potentially indicate a brittle failure mode that may feasibly occur from an overload during torsional twisting of the driver; however, due to unknown procedural conditions, no definitive conclusion can be made.